Event description:
It was reported that during a pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, the faradrive steerable sheath clear was selected for use. Before the farawave catheter was inserted, aspiration was performed, many air bubbles were observed, and small air bubbles continued to be aspirated into the syringe. Troubleshooting consisted of performing multiple attempts to aspirate the sheath by holding the sheath handle in different angles. Aspiration was performed on the sheath with the catheter completely outside and with the catheter inside, but the air issue remained. Subsequently, the sheath was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The device is expected to be returned for analysis. It was further reported that there were no issues observed when preparing this sheath. The sheath was flushed, and the sheath steering mechanism was tested with no issues. At the time of the event, the physician had performed pre-mapping with the baylis versacross sheath, and the only product that had been inside the sheath was the dilator. Eventually, the farawave catheter was aspirated inside the sheath, the physician aspirated, and flushed the sheath manually with a syringe. There was no air observed in the patient and the guidewire was flushed with the tip of the farawave catheter.

Manufacturer narrative:
Boston scientifics investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of cause traced to component failure to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.

Event description:
It was reported that during a pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, the faradrive steerable sheath clear was selected for use. Before the farawave catheter was inserted, aspiration was performed, many air bubbles were observed, and small air bubbles continued to be aspirated into the syringe. Troubleshooting consisted of performing multiple attempts to aspirate the sheath by holding the sheath handle in different angles. Aspiration was performed on the sheath with the catheter completely outside and with the catheter inside, but the air issue remained. Subsequently, the sheath was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The device is expected to be returned for analysis. It was further reported that there were no issues observed when preparing this sheath. The sheath was flushed, and the sheath steering mechanism was tested with no issues. At the time of the event, the physician had performed pre-mapping with the baylis versacross sheath, and the only product that had been inside the sheath was the dilator. Eventually, the farawave catheter was aspirated inside the sheath, the physician aspirated and flushed the sheath manually with a syringe. There was no air observed in the patient and the guidewire was flushed with the tip of the farawave catheter.